Event description:
It was reported that the patient presented to the hospital for a procedure. Upon explant, the header of the implantable cardiac monitor (icm) was found to be broken and detached. The physician stated that the patient twiddled the icm. The icm was explanted. The patient was in stable condition.